Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. However, the pump was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump made some rattling noise. The customer stated that something was loose inside. Customer stated that displacement verification test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.